Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported malfunction. The customer was using the incorrect test strip, which could contribute to inaccurate results. No actual blood glucose comparisons between the patient's meter and the hospital's were reported. We are unable to determine if the device contributed to the patient's hyperglycemia and hospitalization. No qualification records were reviewed because no product lot number was provided. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed). In addition, always check it if you feel nauseated or sick."

Event description:
The patient's father reported that his daughter, away at college, was hospitalized and her pdm was reading about 60 mg/dl off compared to the hospital meter. In a follow up call, the patient reported that at 9:56 am on (B)(6) 2013 she woke up and her blood glucose was 182 mg/dl. At 3:04 pm blood glucose was 256 mg/dl and she was eating, so she took a 30 unit bolus for correction and the meal (no carbohydrate count was provided). She then vomited. At 7:34 pm her blood glucose was 403 mg/dl; she was admitted to the hospital and placed on an insulin drip. The pod was deactivated at 8:34 pm. She was released the next day. During the call, the patient confirmed that she was using the incorrect blood glucose test strip (freestyle lite instead of freestyle) for the device.